Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device sample was received in used condition without the original packaging. Per visual inspection, the inflation line tube was found to be ripped near the inflation channel insertion. The complaint was confirmed. The root cause was unknown. Based on the analysis performed the tracheal tube inflation line was ripped off, this type of damage can occur when the inflation line is stretched too tightly until it is ripped off, usually breaking off in the area closest to the joint between the tracheal tube and the inflation line. However, root cause would not be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer stated that the cannula came with the cuff loose. There was no patient involved, no injury or harm.